Event description:
Boston scientific received information that during a routine in clinic follow-up appointment, this right ventricular (rv) lead exhibited a pacing impedance measurement greater than 2,500 ohms in both unipolar and bipolar configurations. Loss of capture (loc) was also observed. The patient implanted with this rv lead was not pacer dependent and no adverse patient effects were reported as a result of this clinical observation. The patient was to see their physician the following week.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the rv lead was confirmed to have fractured. The device was reprogrammed to aair. No adverse patient effects were reported as a result of this clinical observation.